Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the cage migrated. The surgeon performed a reoperation on 4/4/98 and placed screws to tighten the device into place. The hosp has reported the pt's condition is satisfactory.